Event description:
It was reported that the customer's blood glucose was 486 mg/dl. The customer stated she had been administering boluses and yet her blood glucose was increasing. Troubleshooting was performed. The cannula on her infusion set was found to be bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.